Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2267 (air in line/set) alarm. This occurred during drain eight of nine of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. During the troubleshooting, it was reported that there are some beads (leak) on the table that led to this alarm and the nurse did not know where it came from. Renal therapy services assisted the patient with clearing the alarm and advised the patient to contact the hospital for assistance on completing therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2267 (air in line/set) alarm. This occurred during drain eight of nine of peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the event. During the troubleshooting, it was reported that there are some beads (leak) on the table that led to this alarm and the nurse did not know where it came from. Renal therapy services assisted the patient with clearing the alarm and advised the patient to contact the hospital for assistance on completing therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.